Event description:
Device #2 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was removed, no blue suture was on the needle. The guide wire was reinserted and the device was removed. A second proglide was used with the same results. The device was removed and an angioseal was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #1 proglide, part# 12673-05, lot# 64234-6h, indicated is being filed under medwatch manufacturer report number.